Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. The analysis of the run data file did not show a conclusive root cause for the higher than expected wbc content in the rbc products reported for this collection. There were no events during the procedure that could have caused the leukoreduction failure. The centrifuge pressure graph during the rbc product collection looked completely normal, as did the rbc additive solution pressures. Potential causes for the leukoreduction failure include, but are not limited to: improper loading of the filter into the filter bracket, removing the filter from the bracket or adjusting the filter position once rbc collection started, a manufacturing defect of the filter investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the red blood cell (rbc) product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The trima collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Root cause: the analysis of the run data file did not show a conclusive root cause for the higher than expected wbc content in the rbc products reported for this collection. There were no events during the procedure that could have caused the leukoreduction failure. The centrifuge pressure graph during the rbc product collection looked completely normal, as did the rbc additive solution pressures. Potential causes for the leukoreduction failure include, but are not limited to:- improper loading of the filter into the filter bracket- removing the filter from the bracket or adjusting the filter position once rbc collection started- a manufacturing defect of the filter.